Event description:
Report received from the distributor that a patient had expired while utilizing the plv 100 ventilator. Report as follows: patient had been utilizing the device since 2001 and was diagnosed with bilateral medulla oblongata. The patient's airway became dislodged and subsequently removed from the pt's airway. Reportedly, the device was still operating, but no alarm sounded.